Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument and completed the failure analysis investigation. The large clip applier was analyzed. There was no damage found with the instrument during the visual inspection. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test. The instrument was fully functional. The complaint was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was used for a surgical task and the clips were not responding to the grip of the system. The procedure was completed with no patient harm.